Manufacturer narrative:
D10 continued: 5554-53 lead, implanted: (B)(6) 2015, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that since the last device changeout, there have been sensing integrity counter (sic) observed daily. In addition, there were high rate non-sustained (hrns) episodes in a recent remote transmission, and some physiologic activity that appeared to be baseline noise. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.